Manufacturer narrative:
Continued e.1 postal code: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: seroma-late.

Event description:
Healthcare professional reported "small amount of free peri-implant fluid". Healthcare professional later reported "simple cyst and small amount of fluid bordering the implants" and "intramammary lymph node at the junction of the upper quadrants on the right measuring 3.7 mm" diagnosed via MRI and us. This record is for the right side. Device remains implanted.